Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, calibration, and functional stress testing without duplicating the malfunction. The device's transduce flow screens were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing; the device had no flow during the o2 calibration check. Complainant indicated that there was no patient involvement in the reported malfunction.